Manufacturer narrative:
Batch review performed on 7 january 2020: lot 1903253: (B)(4) items manufactured and released on 3-jul-2019. Expiration date: 2024-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain which was caused by a hematoma. The surgeon performed an I&d and poly swap and the surgery was completed successfully.